Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it the phenomenon likely occurred due to adhesion of foreign matter to the electrical contact or corrosion. However, the cause of the suggested poor connection could not be identified. The instruction manual identifies the following verbiage, which may help prevent the phenomenon: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to troubleshoot the issue. Upon evaluation, the reported issue of b30 error was confirmed after an error analysis was performed. A defective connection socket on the unit caused the error and the component was replaced onsite. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error immediately after the 190 endoscope is plugged however, the scope operates as normal with a different tower. In addition, the 180 scopes works perfectly. There was no patient involvement, no harm or user injury reported due to the event.